Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the following: on or about (B)(6) 2008, pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: clicking and popping of the asr implant; persistent severe pain and discomfort in her hip, groin, buttocks and legs; sudden severe pain when walking or standing, sensation of misalignment, weakness, and decreased range of motion. It is difficult for the pt to walk, move her legs, ambulate, or engage in most activities of daily living. Physicians examined, tested, and advised pt that she suffers from substantially elevated, not toxic, cobalt and chromium metal ions in her blood stream. Her first blood test in (B)(6) 2009 revealed levels of cobalt at 8.9 and chromium at 4.2; her most recent blood test in (B)(6) 2011 revealed cobalt levels at 21.9 and chromium levels at 4.9.